Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 264 mg/dl. The call disconnected when attempting to locate speaker holes on the back of the pump.cts sent emails with how to locate speaker holes and how to remove case as well. Caller was unable to locate speaker holes or remove case prior to disconnecting.if caller calls back cts will troubleshoot. No further information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.